Event description:
Unity periprosthetic fracture of the femur, 3 months after total knee replacement.

Manufacturer narrative:
Per -4298 - initial report. Additional information, including if a revision was planned, if patient experienced a trauma, x-rays, operative notes, patient medical history, what was the patient doing at the time of the fracture, if they follow post-op protocol and an update on the patient has been requested in order to progress with the investigation of this event. This information was provided and reviewed. The appropriate device details of corin devices were provided, and the relevant device manufacturing records have been identified and reviewed. It was found that these devices were manufactured in 2019 and conformed to material and dimensional specification at the time of manufacture. There has not been a malfunction or deterioration in the effectiveness of a corin device. The patient suffered from a severe acute haemorrhagic shock and cardiac arrest, which led to the fall that caused the periprosthetic fracture. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity periprosthetic fracture of the femur, 3 months after total knee replacement.

Manufacturer narrative:
Per (B)(4) - initial report: additional information, including confirmation that a revision is planned, if patient experienced a trauma, x-rays, operative notes, patient medical history and an update on the patient has been requested in order to progress with the investigation of this event; and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.